Manufacturer narrative:
(B)(4). A non-covidien service tech inspected the device replaced the psol valve and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the ventilator shutdown and generated an alert both audible and visual.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator entered a ventilator inoperative condition. Patient involvement information has not been provided.